Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console did not exhibit phacoemulsification power during suction. The details of the procedure and patient impact were not reported. Additional information was requested, but none had been received to date.